Event description:
On 07/30/2009, the pt reported that on either (B)(6) 2009 or (B)(6) 2009, he was attempting to reset the cartridge volume on the infusion device and a small amount of insulin spilled into the cartridge compartment. He dried the cartridge compartment and continued use of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.